Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Due to electrical/electronic component problem identified, which the performance of an electrical or electronic component was found to be inadequate in addition, the following reportable malfunctions were identified during the device evaluation: the most probable cause of the complaint pertaining to charged couple device (ccd) color discount was traced to software coding, which is the problems traced to an error, flaw or fault in a computer program or system that causes it to produce an incorrect or unexpected result, or to behave in unintended ways due to software problem identified, which the problems related to the device software. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited error code 216. There was no patient involvement.